Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, an conducted a service call to address the reported event. During the evaluation, fse found the issue to be related to failure of the rotor seal and ordered replacement parts for the customer to self-install. The customer was able to install the parts with no further large syringe errors being reported. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was rotor seal failure.

Event description:
On (B)(6) 2016, a customer reported error 706 (l syringe error) with their g8 analyzer. The customer tried replacing the sample probe but the grinding noise continued when the sample probe picks up. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.